Manufacturer narrative:
This complaint is a supplemental to 9610816-2025-000505 due to incorrect registration number used. The ram was disconnected and reconnected, and the pc was working again. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The field service engineer (fse) went onsite and confirmed that the device is functioning as intended. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the audio was not audible from the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.